Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: what purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Purse-string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. What does purse string uncut mean? The suture used to do the purse-string was uncut after the stapler was fired. Was the spike of the trocar inserted through bowel lateral or through the staple line? Anterior to the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Click sound. When the device was fired, what was the location of the indicator within the gap setting scale? Information not available. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Information not available. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, more difficult than usual, however, the information on number of revolutions is not available. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test was okay, donut complete. When the patient was brought back what was the appearance of the staple line and staple formation? There were a few loose/slightly unformed staples at the site of bleeding at the anastomotic site. Did the patient require any blood products? Blood transfusion was required but surgeon couldn't remember how much blood transfusion was required. Did the issue change the patients post operative care? No. Did a hcp other than the primary surgeon fire the instrument? If so, whom? A clinical specialist. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90 degrees in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. In addition, please note that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection procedure, at the distal transaction, after the stapler was fired, the surgeon noticed that the purse-string suture wasn't cut. Upon checking the donut, both donuts were complete. In the recovery bay, it was noticed that quite a lot of blood had accumulated in the drains. The patient was pushed back into ot and a re-laparotomy was done. Bleeding was detected in the abdominal cavity and through the anus. Upon further examination, bleeding was found at one spot of the anastomotic site. The bleeding was secured with sutures.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.